Event description:
Healthcare professional reported "rupture" confirmed via ultrasound and MRI. This record is for the right side. Device was explanted and replaced with another manufacturer's device. Device has been returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing orientation dot through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Continued: e1- phone number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound and MRI. This record is for the right side. Device was explanted and replaced with another manufacturer's device.